Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon catheter was inflated above rated burst pressure (contrary to IFU) and subsequently ruptured. The balloon catheter was noted to have separated during the removal attempt. The separated portion of the balloon catheter was successfully removed without excessive measures. Reportedly, there was no pt injury.